Manufacturer narrative:
Due to character limit in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use a cs100 intra aortic balloon pump (iabp) had blood detected alarm due to blood return observed in the catheter tubing, prompting immediate removal of the balloon and blood was noted to have entered the pump unit. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email), e3. Due to character limitation in block e1: corrected event site telephone: (B)(6).

Manufacturer narrative:
Another contact info: (B)(6) another mail info: (B)(6). Updated fields: b4,d9, e1(event site mail),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. It was reported that during use, the cs100 intra aortic balloon pump (iabp) exhibited blood return into the tubing. There was patient involvement. However no harm was reported. According to the customer, the intra aortic balloon was removed on march 19 and subsequently re implanted the same day due to unstable circulation and recurrent ventricular tachycardia. During this time, blood also entered the pump. The hospital did not contact a technician for evaluation or repair, and the unit continued to be used for five consecutive days following the event.